Manufacturer narrative:
On 3/20/1997, the MFR (MFR) received medwatch report#1010877 (see attached) from the facility which stated the following: the pt had a device inserted 11/1993, for chemotherapy for hodgkins disease. The pt experienced pain under the clavicle and down her arm during the flushing procedure. The catheter was removed with a portion remaining in the pt. The pt was brought to surgery to remove the remaining piece. The device was returned to the MFR and has been analyzed as follows: the device septum showed no internal/external damage. Longitudinal irregular cuts/slits approx 3/4" long with compression marks and discoloration were observed on the 1 7/8" long device catheter. The damage found is characteristic of that induced by compression. The device body showed no exterior damage. The unit flowed with no resistance and 5cc of bacto water was collected. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A reivew of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis, the report that "the device catheter severed off" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. An article exclusive to "pinch off sign" will be forwarded to the facility for it's review. No further details are available. The MFR is now closing the file on this event.

Event description:
On 2/20/97, the facility's nurse mgr, surgical svs informed the MFR's (MFR) product complaint coord that the device catheter had severed off and traveled to the left ventricle. The device was stated to have been implanted on 11/29/93, for use in the pt's therapy. The pt reportedly experienced pain at the device site during injection. The pt was sent to angio on 2/14/97, for removal of the device catheter. On 2/21/97, the MFR's product complaint coord was informed by a person from the facility's qa dept that the pt felt pain under the clavicle and down her right arm. No further details were provided at this time.